Manufacturer narrative:
Tracking #.56624/a. D6: device returned with no lot ID. Proximate linear cutter reloading unit with safety lockout. Based on the info rec'd and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. Upon receipt, it was noted that all the drivers on the cartridge were in the up position indicating that the instrument had been fired through a complete firing stroke. There were also several fully formed staples returned in the distal end of the cartridge. As the cartridge was fully fired with several formed staples present, it appears possible that the incorrect cartridge may have been returned for analysis. Another possibility is that an attempt may have been made to fire a spent cartridge. However, this could not be ascertained. As the cartridge was fully fired, further functional testing could not be performed.

Event description:
It was reported by the rep the device was used during a colon resection. It was reported the tlc55 was fired the first time successfully. After, reloading, surgeon could only advance firing knob one to two cm. Firing knob was returned to starting position. The device opened and several rows of staple line were extruding unformed. The device was reloaded and fired successfully. There was no consequence to the pt. 5/6/1998 the rep reports it was the first reload, second firing of the device.